Event description:
It was reported that the intra-aortic balloon (iab) packaging does not list the contents on the outside of the box. The customer has to open the box and search for the guide wire size. The customer reported that the product list should be on the outside of all boxes. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period may-19 2019 through apr-21 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Complaint record ID # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The device will not be returning to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) packaging does not list the contents on the outside of the box. The customer has to open the box and search for the guide wire size. The customer reported that the product list should be on the outside of all boxes. There was no patient harm or adverse event reported.